Manufacturer narrative:
(B)(4) upon carefusion investigation; a follow up emdr will be submitted. (B)(4).

Event description:
The .035 j tip guidewire inside the pleurx pleural insertion kit (50-7000b) unraveled inside the patient. 1/25/2016 additional information : the coiling occurred as the guidwire was removed at end. No additional intervention other than the subsequent surgical procedure to remove. The patient's current status is they were sent to a nursing home and the catheter was accidentally pulled out to where the cuff was so we removed it the rest of the way; they are refusing chemo so once radiation is done they will likely not live much longer. The pleurx was successfully in, but the nursing home did a poor job in dressing it accidentally was not completely lucid which is why it was pulled out accidentally. They are refusing chemo so once radiation is done they will likely not live much longer.

Manufacturer narrative:
(B)(4) the reported issue concerning the unraveled of the 0.035 j tip guide wire was confirmed based on the pictures provided. Based only on the pictures provided, possible root cause could not be determined. In addition, this component is a purchased component of bd/carefusion supplier. DHR review was performed; the reported lot (lot# 0000863909) had passed incoming quality raw material inspection. The reported unraveled of the 0.035 j tip guide wire was confirmed based upon the pictures provided. With only on the pictures provided, bd/carefusion could not determine the possible root cause. The reported defective component is a purchased component of bd supplier. Based on the lack of a definitive root cause, no corrective or preventive actions were identified for the reported failure mode. This complaint will be added to the complaint trending system and will be monitored for future occurrences. Bd/carefusion has taken a proactive action by issuing a quality notification to supplier in regards to the issue.

Manufacturer narrative:
(B)(4). On 03/30/2016 our supplier reported: a review of the device history records of the specimen device does not present any indication of the manufacturing defect or anomaly that could have impacted on the event reported. The history record indicates this product was final inspection tested and was determined to be acceptable. The complaint narrative described the event as, ¿damaged product (j-wire guidewire to be unraveled inside patient)¿. Based on the supplied images, the complaint of damaged is confirmed. As noted above, the specimen images present a macro view of the damaged guidewire with no scale included. The device presents a right angle bend at a point mid-body with a kink ad a spiral bend consistent if over 4 complete wraps terminating in the core wire fracture and extensive coil damage. It bears noting that this product is supplied to (B)(4) in bulk, non-sterile, guide in dispenser configuration; as such, it undergoes additional processing and handling beyond control of the supplier. Based on the evidence presented by the specimen image and the information provided by supporting documentation, procedural and /or clinical factors appear to have impacted on the event as reported.